Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A doctor reported that the ultrasound tip and infusion sleeve could not be inserted into the incision during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. Only two pink infusion sleeves were returned and were visually inspected. Visual inspection confirmed no damage on the tips and the bodies of the infusion sleeves. A tip from the lab stock was installed on the handpiece. The returned infusion sleeves fit on the tip, in place, without any twisting. Both returned samples were tested with a cassette on a calibrated console. The infusion flow rates for both samples were within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. After an investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).